Manufacturer narrative:
(B)(4). Unable to perform the displacement test and the cap, reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, cracked battery tube threads, broken reservoir tube lip, fading serial number label and cracked case at battery tube side.

Event description:
Information received by medtronic indicated that the retainer ring was broken off. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.